Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02037. It was reported that the patient had surgery to explant the system due to ineffective stimulation.